Manufacturer narrative:
(B)(4). D4: expiration date- corrected information- please disregard this field on initial report. H4: device mfg date- corrected information please disregard this field on initial report. H6: corrected information- please disregard use of code 3331 on initial report.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.